Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. It was reported that the pump was intermittently vibrating since last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: testing confirmed that the vibratory motor was functioning normally with no evidence of intermittent vibrations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.